Event description:
It was reported that blood "spurted" onto the patient during use after injecting them with the syringe 3ml ls 200 s/c. The following information was provided by the initial reporter: "after injecting a patient, blood spurted out on to the patient. There was no additional medical assistance required, the blood was cleaned up.".

Manufacturer narrative:
H.6. Investigation: no photos or samples were received for evaluation. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 9002525 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Since no samples displaying the reported condition were received a potential root cause could not be defined and no corrective actions are required at this time.

Manufacturer narrative:
Date of birth: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that blood "spurted" onto the patient during use after injecting them with the syringe 3ml ls 200 s/c. The following information was provided by the initial reporter: "after injecting a patient, blood spurted out on to the patient. There was no additional medical assistance required, the blood was cleaned up."